Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/29/2014 with the following findings: review of the black box does not support any evidence of 110u being delivered by bolus or by prime. The pump was exercised for 24hr duration test; no eaw¿s occurred. No ghost boluses were delivered during 24hr duration test. The keypad is fully intact and no hypersensitive keys were observed. The total daily dose adds up correctly and reflects the users programmed basal rate. The pump successfully passed a delivery accuracy test and was found to be operating within required specifications and delivering accurately. Investigators were unable to duplicate the complaint. The battery cap was not returned; test cap used to complete all steps. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the pump cartridge was empty and the reading on pump screen was 114 units. Patients reports ghost bolus of 110 units delivered in the night. Patient had a blood glucose of 32 mg/dl with shakiness, and self treated with glucose and a glucagon injection. During troubleshooting, customer support found that the bolus history and the tdd bolus totals did not match. Advised patient to come off the pump and to use alternate form of insulin delivery method until replacement pump arrives.